Manufacturer narrative:
Other relevant device(s) are: product ID: 3487a-33, serial/lot #: (B)(4),UDI#: (B)(4) ; product ID: 3487a-33, serial/lot #: (B)(4), UDI#: (B)(4). Foreign: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that screen #59, settings not available, was seen when the patient controller was checked due to the feeling that stimulation was weakened. After that, the session was started and impedance was measured at high impedance. No x-ray images were available. Telemetry data was available. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that the event was due to aging degradation. They used an electrode with low impedance, and increased the pulse width value. The issue was resolved. No surgical intervention occurred or was planned. It was noted that the disease that the patient was primarily/originally implanted for was failed back surgery syndrome (fbss). The patient was alive with no injury.